Event description:
High impedance measurements were reported. Electrodes 4-7 revealed 7-8k range; electrodes 0-3 were between 700 and 1100; the pt was not getting therapeutic effect. The program that produced some stimulation was 3+ with all other 7 electrodes negative. Additional info has been requested, a f/u will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4). The reason for the late MDR is due to the implementation of process improvements.